Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, the valve was observed to be deformed (frame damage) when exiting the tip of the 14fr esheath+. It was also reported that the system's angle of insertion was steep. While an attempt was made to retrieve the valve, only one-third of it could be reinserted into the esheath+. Therefore, the devices were withdrawn together, but they became stuck near the common iliac artery (cia), and a dissection near the terminal aorta occurred. In response, a laparotomy and distal cutdown of the cia were required to remove the devices, after which a replacement was done with a non-edwards vascular graft. A stent was also placed in the dissected vessel. No additional information is available.